Event description:
It was reported that the system 9800 made a popping noise from the c arm. An overload fault was also reported and the touch screen controller was intermittent. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sx ray tube, high voltage tank were replaced. Also, the snubber and high voltage regulator were also replaced. The touchscreen was replaced. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.